Manufacturer narrative:
During an onsite evaluation by the zoll service technician, the thermogard xp ivtm console (B)(4) was evaluated and tested. According to the technician, the customer had broken 2 pins in the t1 connector. The t1t2 connector block assembly was replaced. The console passed functional testing with no faults found. Review of the event log found no significant errors. During the onsite visit, a yearly preventative maintenance was performed. The console was found to function as intended and was within specification. The console is a reusable device and was manufactured in 2011. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for the thermogard xp ivtm console with serial number (B)(4). The console passed all final testing criteria.

Manufacturer narrative:
An on site physical investigation of the zoll console will be scheduled by zoll's service technician. A supplemental report will be filed once investigation has been completed.

Event description:
The customer's biomed reported that both temperature probes (t1 and t2) of the thermorgard xp ivtm console (s/n: (B)(4)) needs to be replaced. The reporter did not provide further details. Multiple follow-up attempts were made to obtain additional information from the reporter, however, were unsuccessful. There is no known patient consequence or impact as a result of the reported issue.